Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure the titanium tip broke. The broken piece was retrieved by forceps. Changed to another one to complete the procedure. No adverse event on the patient.